Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the evening of (B)(6) 2025, the patient reported experiencing inaccurate readings from their cgm. The patient was unable to recall the specific values displayed on the cgm or associated devices but confirmed that the readings did not align with how they were feeling. No symptoms were reported at that time. In the early morning hours of (B)(6) 2025, at approximately 2:00 am, the patient¿s spouse found the patient unconscious in their room. The spouse administered 2 ounces of glucose shot. After approximately 15 minutes, the patient regained consciousness. A fingerstick bg test was performed, showing a reading of 52 mg/dl. No cgm reading was available at that time. The spouse administered an additional glucose shot for rapid action. Fifteen minutes later, the patient was responsive and consumed a glass of ensure milk. At that time, bg reading was 91 mg/dl. The patient confirmed that a cgm reading was taken but could not recall the specific value, noting that it remained inaccurate. At the time of this report, the patient is feeling better and is in a stable condition. No data was provided for evaluation. The allegation and probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.